Event description:
It was reported that this right atrial (ra) lead exhibited noise oversensing, and (B)(6) recommended in-clinic evaluation of lead mechanical integrity. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).